Manufacturer narrative:
(B)(4). G2: foreign: canada. H6: suggested component code: mechanical (g04) - rasp. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that while trying to remove the rasp from bone, post of the rasp fractured off. A screw in extractor and slap hammer were needed to remove the instrument. Surgery was delayed a couple minutes to retrieve slap hammer and screw in extractor. There was no patient injury as a result of the malfunction. There is no further information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6 suggested component code: mechanical (g04) - rasp, and h11. Visual examination of the provided picture identified the broken rasp, bio-debris present. Device not returned, further analysis cannot be made. Lot identification is necessary for review of device history records; lot identification was not provided. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.